Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels. No exact blood glucose levels were provided. The customer also reported being hospitalized in the past. Neither the cause of the hospitalization nor the date of hospitalization was provided. The customer also reported low reservoir alarms and auto-off alarms from the insulin pump. Troubleshooting was done. No additional information was provided.